Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3777-60, serial# (B)(4), im planted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient did not have a revision. The health care professional opened the pocket, wiped off the lead connections, and checked the lead impedances in the implantable neurostimulator (ins) as well as in a multi-lead trialing cable (mltc). The same three electrodes (3, 6, 7) were showing high impedances above 20,000. It was noted that nothing was revised or replaced. The patient was reprogrammed around the high electrodes with effective therapy at the time.

Event description:
It was reported that the patient had fallen twice approximately six months ago and the stimulation had begun to not work as well, although the patient was getting good coverage. The stimulation was described as being ¿wavy.¿ the patient then had a ¿major fall¿ about two months ago. Then, for the ¿last couple of days,¿ the patient¿s stimulation had been ¿skipping.¿ the stimulation would shut off and turn back on, and it ¿would not occur gently¿ as it had almost knocked the patient ¿off of [the patient¿s] feet one day and the other day, [the patient] fell on the ground because of it.¿ the patient¿s knees had ¿just dropped and then shot back¿ and the patient ¿ran right into the refrigerator.¿ during the patient¿s lunch ¿the other day,¿ the stimulation had been turning on and off and ¿shocking the crap out of him.¿ the patient then turned the stimulation off and was in pain due to the lack of stimulation. When the patient would walk he would ¿walk like a robot it¿s so high up. The patient stated that ¿it¿s almost like a taser, but [the patient¿s] got a lot of pain, like [the patient] can feel [his] legs shake,¿ which had been occurring since the device was implanted. If the patient did not use the stimulation ¿so high¿ it ¿didn¿t do any good for [him].¿ the patient was noted to have been ¿literally numb, [the patient] has to keep it so high, it keeps [the patient¿s] legs stiff,¿ which was why when the device would shut off it was ¿so hard, it goes boom, wham it knocks [the patient] back.¿ after an impedance test was run at 3.0 volts, the results for the left lead showed that contacts 1, 2, 3, 5, and 7 all had values of greater than 40,000 ohms with 0 as the reference electrode and with 4 as the reference electrode. A revision was scheduled for the (B)(6) 2014 to remove and replace the left lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a surging/jolting sensation that occurred on the morning of (B)(6) 2014. The patient had a revision on (B)(6) 2014 due to a lead issue and a much stronger surging sensation that would knock the patient off his feet. The patient did not feel stimulation and then all of a sudden the stimulation 'turned on' and got intense. During the revision, the left lead 0-7 was replaced due to open circuits. The right lead was fine and was not replaced. The reporter noted that the patient continued to have jolting/shocking and that the current surging was 5 times less than before the revision. It was noted that the patient primarily felt while sitting or standing. The 0-7 lead was programmed as +2, -3, -4, +5 and the 8-15 lead as +13, -14, +15. A review of the impedances was done and no shorts were noted. 7 electrodes were above 10,000 but they were not programmed. All impedances ranged 846-3105. Because the issue occurred previously and appeared to be starting again, they focused on 8-15 lead. The patient confirmed a lot of scar tissue and some had been removed. When the reporter palpated the implantable neurostimulator at the time of the report, it resulted in the surging. They narrowed the surging to affecting the left lead. It was noted that the patient had a fluid short. The reporter noted that the patient was reprogrammed. It was further reported that the patient was not able to adjust stimulation. The reporter noted that the patient programmer was showing a 'call your doctor' icon and an out of range (oor) condition on (B)(6) 2014. It was noted that the patient was scheduled for another revision on (B)(6) 2014. It was further noted that a revision was scheduled for (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.